Manufacturer narrative:
No sample was received by manufacturing for evaluation. The perfluoropropane ophthalmic gas directions for use (dfu) include cautions regarding operative complications and postoperative complications that may potentially occur. The precautions note that caution should be used in eyes with angle recession, pigment dispersion syndrome, significant anterior synechiae, traumatized eyes and eyes with significant vitreous hemorrhage obscuring an adequate view of the peripheral retina. The patient must receive a patient warning card and bracelet to advise any health care provider about possible loss of vision or blindness if nitrous oxide anesthesia is administered with a gas bubble present in the eye. The patient is cautioned not to travel by plane, through high elevations or over mountain ranges until the gas bubble has dissipated. Changes in elevation may cause iop to increase, which may cause loss of vision or blindness. The patient must maintain proper head positioning following eye surgery. Incorrect head positioning may cause the surgery to be unsuccessful, or may cause glaucoma, and/or may cause cataracts. Contraindications: proliferative vitreoretinopathy (pvr) greater than stage c, mental or physical inability to maintain the therapeutic position for five (5) postoperative days, severe glaucoma with more than a minimum of field loss and cup to disc ratio equal to or greater than 0.6; uveitis, severe peripheral retinal degeneration; and high altitude travel, included but not limited to airline travel. Warnings: use of nitrous oxide must be stopped at least 10 minutes before gas injection to ensure an adequate post-operative bubble is achieved. Do not administer nitrous oxide if a gas bubble is present. Nitrous oxide rapidly partitions into the gas bubble causing expansion and a pressure increase in the eye that has been known to result in vision decrease and blindness. There is a risk of cataract formation if the lens is inadvertently damaged by the needle during gas injection during pneumatic retinopexy. Do no use the perfluoropropane gas if the cylinder pressure is below 50 psi as the expansion performance of the gas may change resulting in elevated intraocular pressure. Based on the investigation provided by the gas manufacturer and the clinical information obtained, the root cause of the reported event cannot be determined conclusively. Per the manufacturer, a review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on quality assurance assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for any trends. (B)(4).

Event description:
Additional information received further clarified that the myopic patient with retina detachment had previously undergone retinopexy with scleral introflexion. The patient further underwent a flat pars vitrectomy on (B)(6) 2017 with laser and ophthalmic perfluoropropane gas at 14% concentration, 23 gauge, with incision suture. The patient presented the first day after surgery with intraocular pressure (iop) of 30 mmhg. The patient received medication, but there was pressure worsening to 40 mmhg on the third day after surgery. A puncture was performed for removal of 1cc of the vitreous cavity. After two days, the patient experienced iop increase to 44 mmhg. An exchange of the compressed gas was performed on (B)(6) 2017 and from then the iop kept stable.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that ophthalmic gas was instilled into a patient's right eye during a vitrectomy procedure. The intraocular pressure had increased above 40mmhg by day three post-operative follow up evaluation. Surgical intervention in the form of gas vitrea puncture was performed to remove the gas from the eye. Patient impact is unknown at this time. Additional information has been requested.